Event description:
It was reported that the end user developed a large area of denudement skin that was approximately five to seven inches. The area weeps, which makes the wafer difficult to adhere and loosens. He has tried multiple products and crusting with stomahesive powder. On (B)(6) 2014, his nurse sent him to the emergency room to be evaluated for cellulitis, skin denudement and inability to keep wafers on. He was prescribed an oral antibiotic (name and dose not provided). Discussed using large sheet of eakin or stomahesive after crusting. It was stated the end user was seeing the surgeon on (B)(6) 2014 fo revaluation of skin as requested by his nurse.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.